Event description:
Overdose. They programmed an infusion of 25 ml of furosemide with a flow rate of 1ml/h, but the pump infused the 25 ml in 3h. It seems the patient was a little hypertensive at night. Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed. On 01 march (reported date), the infusion @ 1 ml/h match with programming values of the description: no reset of previous infused volume. Five occlusion (downstream) pre-alarm are recorded (no infusion stop). Infusion has been done during 4 hours @ 1 ml/h with a vtbi of 25 ml. No air alarm recorded and infusion has been stopped by user. Calculated volumes correspond at recorded volumes. Therefore log review does not confirm the reported event. Several functional tests were carried out, including air detection and flowrate, and all performed as expected. No technical or functional cause could be identified for this event as the device worked as intended during testing. The event could not be reproduced. The event is not confirmed. Nota from IFU about flowrate @ 1ml/h : for the infusion of very short half-life drugs at flow rate below 5ml/h, we recommend the use of syringe pumps that usually offer better performances of instant flow rates.

Event description:
Overdose. They programmed an infusion of 25 ml of furosemide with a flow rate of 1ml/h, but the pump infused the 25 ml in 3h. It seems the patient was a little hypertensive at night.